Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the device was broken and not working properly was not confirmed. However, during evaluation, it was determined that the neuro tip leg on the device had been drilled into. The assignable root cause was determined to be due to excessive lateral force placed on the device causing the drill to flex and come into contact with the neuro-tip leg. It was determined that this was caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the craniotome device was broken and not working properly. During in-house engineering evaluation, it was determined that the neuro tip leg had been drilled into. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.